Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the night prior he changed the reservoir and made sure there were no bubbles. This morning the reservoir had bubbles in the reservoir. Customer thinks the issues with the o-ring. Customer blood glucose was 47 mg/dl by 3 am and by noon it was 405 mg/dl. Customer declined troubleshooting for high blood glucose, low blood glucose, and air bubbles. Customer blood glucose was 105 mg/dl. Customer stated the issue currently was with the infusion set and the reservoir. No further info reported.